Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg. The physician will relocate the ipg to a better location.

Manufacturer narrative:
Additional information was received that the patient's ipg was relocated and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a pocket revision due to difficulty charging the ipg. The physician will relocate the ipg to a better location.